Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report she was experiencing high blood glucose. Blood glucose reading was 519 mg/dl. The customer had changed out the infusion set and had trouble connecting to the sensor. Customer mentioned that she was a brittle diabetic and was visually impaired. Serial and lot numbers were not provided due to the customer having difficulty seeing. The sensor alarmed for high blood glucose during the call. Advised that the sensor was working correctly. Advised to calculate the sensor life accurately since it had been reconnected to as a new sensor. Nothing further reported.